Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6.4 cm in diameter by 5.7 cm in length abdominal aortic aneurysm. The proximal to distal aortic neck measured 27, 29, 32, 34 mm in diameter. The aortic neck was 10 mm in length. There was moderate aortic neck angulation. It was reported that while implanting the bifurcated stent graft that it was implanted lower than intended, resulting in a proximal type I endoleak. An endurant aortic cuff was implanted successfully resolving the endoleak; however, the renal artery was partially occluded. The physician performed a chimney technique procedure and there was good blood flow to the renal artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; moderately angulated, short and conical aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; moderately angulated, short and conical aortic neck).